Event description:
Reportedly, pt had received shocks in (B)(6) 2011, and had no device check since the date. Upon interrogation, no episode could be found in device memory. An explanation is requested. It should be noted that this pt was previously followed up in italy before the last ICD interrogation in (B)(6).

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was MFR and used outside the united states. Analysis is pending.